Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's tactra penile prosthesis was not properly sized and positioned. A corrective surgical procedure was performed, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported issues with sizing error and malposition of the device were determined to be "inadvertent/unintentional interaction" of the product from the physician during placement of the prosthesis along with the analysis of the available information. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient's tactra penile prosthesis was not properly sized and positioned. A corrective surgical procedure was performed, and no patient complications were reported.